Event description:
It was reported that the outlet tube broke off of three (3) em2400 valve sets while pumping total parenteral nutrition (tpn). The issue was identified during use of the devices for compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacture date: june 28, 2022 - june 29, 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.